Manufacturer narrative:
The insulin pump was received with blank display due to a corroded electronic assembly. The unit had a corroded motor home switch, cracked casing at a display window corner, cracked lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump was thrown into the bathtub full of water by her grandchild. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.